Event description:
It was reported that when a catheter was inserted, the wings broke, at the moment of attaching it to the patient. A second catheter from the same lot number was used, and the same incident occurred. A third catheter from a different lot number was used successfully. The patient required three catheter insertions in a row, during which the local anaesthetic was no longer working, and causing loss of time. It was also observed that the wings are already "cut" in the packaging on all for the affected lot. The associated emdr report numbers are 3006425876-2025-00092, 3006425876-2025-00093 and 3006425876-2025-00094.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon further review of the complaint during investigation, it was determined that it was not a reportable event. Thus, the initial MDR submitted on 14th jan 2025 should be retracted.

Event description:
It was reported that when a catheter was inserted, the wings broke, at the moment of attaching it to the patient. A second catheter from the same lot number was used, and the same incident occurred. A third catheter from a different lot number was used successfully. The patient required three catheter insertions in a row, during which the local anaesthetic was no longer working, and causing loss of time. It was also observed that the wings are already "cut" in the packaging on all for the affected lot. The associated emdr report numbers are 3006425876-2025-00092, 3006425876-2025-00093 and 3006425876-2025-00094.